Event description:
It was reported that the ventricular lead exhibited noise. The patient underwent a procedure for exploration of the pocket and when the physician pulled on the ventricular lead, loss of capture was observed. The lead was capped and replaced.

Manufacturer narrative:
.